Event description:
It was reported that the patient presented in clinic for initial left ventricular (lv) lead implant. During procedure, it was noted that the lv lead failed to advance through the catheter and exhibited resistance when maneuvering to be positioned. The lv lead was not implanted, and a replacement was implanted successfully on (B)(6) 2026. The patient had no adverse consequences due to the event.